Event description:
A report was received that the patient will undergo a pocket revision due to difficulty charging.

Event description:
A report was received that the patient will undergo a pocket revision due to difficulty charging.

Manufacturer narrative:
Additional information was received that the patient elected to be explanted. The patient was reportedly doing well following the procedure. Additional suspect medical device components involved in the event: model # sc-8216-70, serial # (B)(4), description: artisan surgical lead with platnalock technology - 70cm. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.